Event description:
On (B)(6) 2009, the patient reported the up and down buttons on his insulin infusion device are not working. He stated the buttons have been working intermittently for the past month and stopped working today. He said his device has not been dropped. The buttons pop up when pressed. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.